Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple errors. The customer blood glucose level was 408 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump was not operating as designed. Customer stated that the insulin pump had battery failed alarm during normal use and cleared the alarm. Customer stated that the insulin pump had replace battery now alarm. Customer stated that the batteries were not in use before and fully charged. Customer stated that the contacts of battery cap missing or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08715 inches. Device uploaded properly using carelink. The battery was removed and reinserted with no failed battery test alarm noted. Device was also monitored for 5 days. No unexpected battery power loss anomaly or replace battery alert or replace battery now alarm noted during testing. No damage noted on the original battery cap, device had a faded serial number label, minor scratched display window, scratched case and a pillowing keypad overlay.